Manufacturer narrative:
Medical device brand name: bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tube experienced erroneous results after use. The following information was provided by the initial reporter: material no: 367962, batch no: unknown. Customer is experiencing elevated results when using these tube. Spinning at 5100 rpm for 5 min. Customer reports that they have had 3 cases where they had reports of the troponin high sensitivity gen 5 reported out as <6 and on repeat the results were 116, 40 and 1000. They were run on the same tube approximately 2 hours after the first run. They only run serum.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Educational material provided for proper centrifugation conditions provided by bd technical services. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube experienced erroneous results after use. The following information was provided by the initial reporter: material no: 367962 batch no: unknown customer is experiencing elevated results when using these tube. Spinning at 5100 rpm for 5 min. Customer reports that they have had 3 cases where they had reports of the troponin high sensitivity gen 5 reported out as <6 and on repeat the results were 116, 40 and 1000. They were run on the same tube approximately 2 hours after the first run. They only run serum.